Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During an intact bles study, it was reported that the basket on the intact wand fractured. It is unknown if anything detached from the basket. There was no patient injury reported.